Event description:
A product issue has been reported with our oncor impression plus linear accelerator. In the abundance of caution, this issue is being reported. During treatment, the power supply unit of the table overheated and burned the cables over it. No injury was reported. Risk analysis is complete. Final corrective action is pending. Root cause is complete.

Manufacturer narrative:
Based on a re-assessment in (B) (6) 2009 of the initial reporting decision ((B) (6) 2008) and additional information from the subsequent investigation, it has since been determined that this event is reportable. Risk assessments indicate: severity: 3 (critical). Reason: if the potential for fire is not mitigated, it could result in serious injury or death. Physician care required to treat for smoke inhalation. Probability: b (improbable). Reason: fire retardant components will prevent catastrophic fire once power is removed from main source. Most components are also surrounded by metal. It is also reasonable to expect that the burning smell will alert the user immediately and should provide ample time to remove power from system and remove patients from the treatment area to prevent smoke inhalation or serious injury. Several interlocks are in place which would power off the system in case of short circuits caused by defect pcb. Cause: failure of the pcb in the power supply with subsequent fire and/or smoke inhalation.